Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) health system reported an rns (a/rns-9703-242 sn: (B)(6)) which had intermittent signal loss on random telemetry beds. The same issue was occurring on the cns, however the cns was not reported to give signal loss error. Service requested/performed: the customer noticed some antennas on the third floor were powered off. Nka technical support (ts) reviewed the wmts configuration and suspected that one of the two splitters connecting the antennas may be bad. Customer was advised to check the suspected splitters. Multiple attempts were made to follow up with the customer to determine resolution however no response was provided. Investigation conclusion: the rns is used for remote patient monitoring and is not the primary monitoring device. It is unclear why the issue was reported against the rns and not the cns, which is the primary monitoring device. There was a reported absence of "signal loss" error message on the cns however this was not investigated further or confirmed. The cause of the "signal loss" issues was suspected to be caused by the antenna splitters. Due to the lack of customer response, the root cause could not be confirmed. No nka evaluation of the rns or cns could be performed. There is insufficient information to determine risk. Review of rns c4c history found no additional issues have been reported for the unit. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1 brand name. D4 model number. Catalog number. Serial number. UDI number. F9 age of the device. G5 PMA / 510k number. H4 device manufacture date. Additional device information: d11 & c2: concomitant medical device. Telemetry transmitter. Model: unknown. Sn: unknown. Multiple patient receivers. Model: org-9110a. Sn: (B)(6) . Model: org-9110a. Sn: (B)(6) . Model: org-9110a sn: 01920 remote network stations (secondary monitoring stations). Model: rns-9703-242. Sn: (B)(6). Model: rns-9703-242. Sn: (B)(6). Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that there is intermittent signal loss for telemetry transmitters being monitored on the central nurse's station (cns) and the remote network stations (rns). They stated that the cns does not display signal loss error. The intermittent signal loss on monday (B)(6) at 6:00pm and lasted for 45 minutes and the staff reported this happened all night. In the morning, (B)(6) at 3:48pm it lasted for 15 mins. Nihon kohden technical support asked if the antennas on top were lit up in green. They said they were and there were no blinking green lights, they were just solid green . She went on to explain that this intermittent signal loss is occurring mostly on the 3rd floor and that the 2nd floor was having a little bit of this issue but not as much as the 3rd floor. They went on to say that right now currently the rns are viewing the waveforms on the tele beds just fine and there is not any signal loss on them right now. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that there is intermittent signal loss for telemetry transmitters being monitored on the central nurse's station (cns) which is the primary monitoring system and the remote network stations (rns) which is the secondary monitoring system. They stated that the cns does not display signal loss error. The intermittent signal loss on monday 11/04 at 6:00pm and lasted for 45 minutes and the staff reported this happened all night. In the morning, 11/05 at 3:48pm it lasted for 15 mins. Nihon kohden technical support asked if the antennas on top were lit up in green. They said they were and there were no blinking green lights, they were just solid green . She went on to explain that this intermittent signal loss is occurring mostly on the 3rd floor and that the 2nd floor was having a little bit of this issue but not as much as the 3rd floor. They went on to say that right now currently the rns are viewing the waveforms on the tele beds just fine and there is not any signal loss on them right now. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number, age of the device, PMA / 510k number, device manufacture date. Additional model information: concomitant medical device. Telemetry transmitter: model: unknown, sn: unknown. Multiple patient receivers: model: org-9110a, sn: (B)(4). Model: org-9110a, sn: (B)(4). Model: org-9110a, sn: (B)(4). Remote network stations (secondary monitoring stations): model: rns-9703-242, sn: (B)(4). Model: rns-9703-242, sn: (B)(4).

Event description:
The biomedical engineer reported that there is intermittent signal loss for telemetry transmitters being monitored on the central nurse's station (cns) and the remote network stations (rns). They stated that the cns does not display signal loss error. The intermittent signal loss on monday 11/04 at 6:00pm and lasted for 45 minutes and the staff reported this happened all night. In the morning, 11/05 at 3:48pm it lasted for 15 mins. Nihon kohden technical support asked if the antennas on top were lit up in green. They said they were and there were no blinking green lights, they were just solid green . She went on to explain that this intermittent signal loss is occurring mostly on the 3rd floor and that the 2nd floor was having a little bit of this issue but not as much as the 3rd floor. They went on to say that right now currently the rns are viewing the waveforms on the tele beds just fine and there is not any signal loss on them right now. No patient harm was reported.